Manufacturer narrative:
Investigation outcome: it was reported that while the hamilton-t1 ventilator was transporting a patient the screen went black and began alarming. The technician found tech fault:285003 for blank screen. The nurse removed patient from vent and ventilated via ambu bag. This record contains information on patient involvement. Although medical intervention was required, neither harm to patient nor user or third party was reported. According to the reported event and replaced part, the root cause is most likely due to an intermittent or failed display backlight system. A backlight led/driver issue or an intermittent connection in the display/backlight circuitry could be aggravated by movement/vibration during transport resulting in a defective display (lcd). A replacement display (lcd) was sent to the customer; however, it is not confirmed that the replacement part resolved the reported issue. Several attempts were made to obtain information regarding a resolution of the reported event. The customer has been contacted, and it remains unknown if the issue was resolved and no additional information is forthcoming. This case is considered as closed. The complaint may be reevaluated if additional information is received.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "all of a sudden while transporting patient the screen went black and began alarming. Biomed found tech fault:285003 for blank screen. Nurse removed patient from vent and ventilated via ambu bag. Removed from service" no health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.